Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed on the atrial channel. Noise was reproduced in clinic with pocket manipulation and when hands were clasped and pulled apart. No intervention was reported. The patient will continue to be monitored remotely.